Event description:
During a cerebral angiogram, the tech noticed that the hydrophilic coating had become separated mid shaft of the wire. The wire was subsequently removed and the procedure was completed with another of the same device. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was returned in an open and used condition. A review of device complaint history, documentation, device drawings, instructions for use (IFU) and a visual inspection were conducted. The visual examination of the device verified that a section of the coating was missing, exposing the mandrel no excess jacket material was found on the ends of the wire or inside the torque device. The torque device supplied with the wire guide has been design verification tested for adequate gripping ability and control of the wire. Process controls and inspections are performed to ensure the integrity of the hydrophilic coating. Adequate controls are in place to ensure product integrity. Hydrophilic wire guides have extremely low frictional forces when properly lubricated. The damage described above would be more likely to occur if the wire guide were allowed to go dry. The instructions for use (IFU), within the "wire guide use" section states: "note. If movement of the wire within the device becomes diminished, remove the wire guide and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." The root cause of the incident is believed to have resulted from user technique. The appropriate internal personnel have been notified and we will continue to monitor for similar events. Per the risk assessment, no further risk reduction is required.

Manufacturer narrative:
(B)(4). Event is still under investigation.